Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels ranging from 360 to 400 and was in diabetic ketoacidosis. The contact believed the suspected cause was due to the pump. The customer changed the pump supplies, drank water, administered a manual injection and delivered a bolus. Subsequently, the customer was hospitalized. Intravenous fluids, insulin injections, and insulin drip were administered. Reportedly, the healthcare provider removed the customer's site and disposed of it. No damage was noted to the infusion set site. A system check was performed with tandem technical support (cts), and insulin was observed exiting the tubing. Reportedly, the contact declined further troubleshooting. Multiple attempts were made by cts to obtain the date of discharge, however no response was received.